Manufacturer narrative:
(B)(4).

Event description:
It was reported that the screw broke during insertion. A backup device was available to complete the procedure without delay or patient impact.

Manufacturer narrative:
Visual assessment of the screw confirmed the complaint of breakage. Approximately 4mm¿s of the distal threads have broken off. The broken piece/pieces were not returned for examination. The remaining screw was returned in two pieces. The screw has broken at the head and has split length wise. Dimensional assessment is prohibitive due to the screws condition. With the limited clinical details provided regarding site preparation and patient bone quality a root cause cannot be determined. A review of the device history record was performed which confirmed no inconsistencies.